Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the implantable pulse generator (ipg) device triggered lead warning for out of range high impedance and polarity switch of the atrial lead even though there was no atrial lead connected to this device. It was suspected that a false sense occurred during routine automated impedance testing. The device remains in use. No patient complications have been reported as a result of this event.